Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the helium tank washer at tank/device connection to be missing. To address the issue the stm installed washer and ran helium leak test, the iabp then showed no evidence of a leak. The stm performed a full calibration and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check a helium leak occurred on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.